Event description:
Intermittently for two days, the user received questionable creatinine results from the analytical p module analyzer serial number (B)(4). Data for two patient samples was provided that were discovered when physicians questioned the initial result. The creatinine reagent was replaced, calibration and quality control was performed, and then the patients were repeated. Patient sample 1 initial result was 2.12 mg/dl and the repeat result on (B)(6) 2011 was 1.26 mg/dl. Patient sample 2 initial result was 2.03 mg/dl and the repeat result on (B)(6) 2011 was 0.80 mg/dl. Patient 2 was admitted to the hospital, given IV fluids and albumin. The patient was also taken off diuretics. No adverse events were alleged regarding the event. Upon evaluation of the analyzer, the field service representative determined the reagent stirrer was intermittently not turning and he lubricated the stirrer. To verify the analyzer operation, the user ran quality control and precision testing which were acceptable.